Event description:
It was reported that while removing a sterilizable light handle from a visum led, the screw in the side of the light handle fell out of the handle and onto the pt. It was further reported that the procedure was completed and the pt was awake and was being prepared to transfer to recovery. There were no reported adverse consequences.

Manufacturer narrative:
There is no expiration date for this product. Eval summary - the light head was returned to the MFR on (B)(4) 2010 and evaluated by the quality engineer. The engineer disproved his original theory that the screw hole was stripped since he was able to properly install a new light handle into the light head. After speaking to the field service tech, it was noted that he witnessed a sales rep from another company tampering with the stryker light heads. This rep was not trained to properly install this component. Therefore, it is likely that the incorrect installation of this component by the untrained individual lead to the malfunction. This is not a single use device.